Event description:
Information received from a consumer regarding a patient implanted with an external neurostimulator (ens). It was reported the patient had a problem with bowel movements since starting the evaluation. The patient noted they did not have a good date, she felt cramps and clammy, she fainted, wiped out, she passed out, and had a lot of gas and diarrhea. The patient noted she hadn't diarrhea in forever. The patient let the healthcare professional (hcp) know. The patient stated the trial was for bladder and stated that water went right through her. Additional information from the patient on (B)(6) reported she had a hard time with urgency when she took ¿med or drinks caffeine or tea¿. There were no further complications that have been reported as a result of this event.